Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20380. It was reported, the patient ((B)(6)) experienced heating at the ipg pocket site with stimulation and while charging. Surgical intervention was taken where the ipg was explanted and replaced with another model.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20380. Further follow up clarified the ipg was replaced with a competitor's product.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20380.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.